Event description:
The manufacturer received information alleging "ventilator inoperative" condition occurred. There was no harm or injury reported. The device has yet to be returned to the third-party service center for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third-party service center's investigation is complete.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously received information alleging a "ventilator inoperative" condition occurred. There was no harm or injury reported. During the evaluation of the device at the third-party service center, "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's software was reloaded to address the issues. During the evaluation, the blower, flow sensor assembly, active exhalation control module and tubing kit were replaced due to black contamination.

Manufacturer narrative:
The manufacturer previously received information alleging a "ventilator inoperative" condition occurred. There was no harm or injury reported. During the evaluation of the device at the third-party service center, "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's software was reloaded to address the issues.